Event description:
It was reported that during an attempted implant the right ventricular (rv) lead dislodged several times. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).